Manufacturer narrative:
Specific information with regard to the number of patients involved, ages, genders, and weights were not provided. Although the office identified two (2) different lots associated with the black specks, the office could not verify which lot was used on any of the patients; therefore, no lot numbers were identified in this report. The lots involved in the alleged incidents include lot numbers 4252517 and 3691362. The office could not recall patient or incident details. The office reported that the composite was drilled out and the procedure was repeated during the same office visit for each of the patients. To date, each of the patients are doing fine. The products were returned in a condition which made analysis impossible; therefore, a visual evaluation was performed on a retained sample from both of the alleged lots, yielding results within specifications. In addition, no similar complaints were received with regard to either of these lots.

Event description:
A doctor alleged that between two (2) different lots of sonicfill composite, black specks were present in patient's restorations after light curing the material.